Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On an unknown date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unknown date in the same month as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to leakage from a hole in the transfer set tubing. Treatment for the peritonitis event was not reported. Peritoneal dialysis therapy was ongoing. On an unknown date in the same month as the onset and after an unknown amount of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the malfunction was due to a hole in the tubing of the transfer set as provided by the available information. Should additional relevant information become available, a supplemental report will be submitted.